Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) of the reported lot number 14071 could not be located. If an updated lot number is received in the future, it will be updated and mre will be performed, and results will be submitted. Reason for device explant and/or reoperation: right generalized illness. (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via FDA medwatch number: mw5114172 that a female patient underwent unspecified breast surgery with unknown size unknown mentor breast implants on both sides and experienced left side capsular contracture; baker grade unknown, and generalized illness symptoms including pain, headaches, fatigue, migraine, cognitive dysfunction, brain fog, difficulty concentrating, difficulty with word retrieval, memory loss, muscle aches, muscle soreness, dry hair, dry skin, dry eyes, decrease in vision, temperature intolerance, low libido, insomnia, diminishing hormones, early menopause, cold extremities, muscle twitching, vertigo, gastroesophageal reflux disease, frequent urination, photosensitivity, weak nails, cracking nails, edema around eyes, gastrointestinal symptoms including irritable bowel syndrome, small intestinal bacterial overgrowth, food intolerances, allergies, heart palpitations, feeling like slowly dying, difficulty swallowing, nervous energy, mood swings, seasonal depression, and low kidney function. As a result, the devices were explanted on (B)(6) 2022. The type of device involved is unknown, and the gel common device name/procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received. This medwatch report is for the patient¿s right-sided device.